Event description:
Bed not going into trend.

Manufacturer narrative:
Technician cleaned trend assembly limit switches for resolution. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.